Event description:
Additional information was received from the patient. They reported that the reason for the call was to report they had the system implanted to assist their sphincter muscle due to a history of cancer which led the patient to have their rectum and most of the large intestine removed. They did not eat until nighttime in order to manage their bowel movements because their sphincter muscle was the only thing holding them back. When it was first implanted, within days, the patient was in the garage and had squeezed sideways in between the car and the toolbox, and as they spread their legs out, they noticed a sensation of almost feeling shocked. They sort of forgot about it after that until it happened again later. The sensation was down in the lower abdominal area, and then they noticed their right testicle was swelling up and they felt shocking in the testicle as well. The doctor said it could not be the implant that was doing that. The doctor recommended physical therapy and they were trying to strengthen the patient's muscles down there to prevent leakage issues. The patient turned therapy off and recreated the sliding motion and felt nothing. When they turned it back on and did the same thing, they felt shocking again in their right testicle. They thought that wherever the doctor implanted the device it hit a nerve that went to their testicle. The patient decreased amplitude, and this resolved the shocking sensation. They saw a different urologist about their swollen testicle, which was about five times the size, who also did not think it was related to the implanted device, but said that the organ sensed a problem and filled up with fluid to protect itself. The patient then saw another doctor who wanted to do surgery to remove the sack of the testicle so the body could re-absorb the fluid and the swelling would go away. However, the patient decided not to pursue this. They wanted to know how to check if the ins still had battery life. It was reviewed how to sync with the ins, and the patient saw the stimulation on icon, and amplitude was at 1.1 volts. A low ins battery icon was not encountered. They planned on seeing a new doctor to check their ins longevity, and to make plans for future battery replacement. They planned to work with one of two doctors, but were not certain yet. They were redirected to follow up with their healthcare provider.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They stated that after the device was implanted they noticed a shocking sensation in their left testicle. A test was performed, unit turned off and no shock, unit turned back on and big shock in right testicle. They stated the cause of the overstimulation, body movement affecting stimulation sensation, placement issue, and stimulation in the wrong location was unknown. They stated they turned setting down to a very low level, at very low level sensation occurs very seldom in right testicle. They met with different doctors to address swollen right testicles, testicle swollen 6 to 8 times normal size. Both doctors recommended surgery to remove fluid. A decision has not been made at this time to have surgery. The issue has not yet been resolved, the power has been turned down to reduce shock, testicle still very large (swollen). They stated they plan on seeing the doctor to replace battery, device removal or replacement has been planned for normal battery depletion. No date has been schedu led at this time for battery replacement. The device was still in use.

Event description:
Additional information was received from the patient. They stated that after the device was implanted they noticed a shocking sensation in their left testicle. A test was performed, unit turned off and no shock, unit turned back on and big shock in right testicle. They stated they turned setting down to a very low level, at very low level sensation occurs very seldom in right testicle. They met with different doctors to address swollen right testicles, testicle swollen 6 to 8 times normal size. Both doctors recommended surgery to remove fluid. A decision has not been made at this time to have surgery. The issue has not yet been resolved, the power has been turned down to reduce shock, testicle still very large (swollen). They stated they plan on seeing the doctor to replace battery, device removal or replacement has been planned for normal battery depletion. No date has been scheduled at this time for battery replacement. The device was still in use.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the patient started experiencing some sensations down in their scrotum area. It was not until the night of the implant surgery, on (B)(6) 2017, that they could pin-point the exact location where they were feeling the sensation. They also noticed that their right testicle was swollen and substantially larger than the left one, noting that it was larger than it had been before they got the device, starting on the day of the implant. They had surgery for rectal cancer and, after the surgery, they looked at the testicle and noticed the swelling so they went to a healthcare professional (hcp). An examination and sonogram showed that there was some fluid in the testicle and the veins were swollen. They had been getting physical therapy for rectal cancer and, they last time they went, they told the physical therapist what was going on and had to turn the implanted neurostimulator off for the physical therapy. After they turned it off, they moved around and didn¿t feel any sensation. When the ins was turned back on on (B)(6) 2 017, they felt a very strong stimulation in their right testicle, stating that it felt like a 110 volt (v) electrical outlet was on it. The physical therapist turned the stimulation down and shut the ins off, telling the patient that the stimulation may have been set too high. They ended up leaving the device off since then. When the patient saw their cancer surgeon, they were told to turn the ins off and leave it off, so it had been off for about three weeks, but the swelling didn¿t go down. They got a CT scan for a four-year cancer follow-up, which showed no cancer, but the testicle had fluid and looked large. The patient was going to see a urologist. They wanted to know if this had happened to other male patients, where they got a charge in their testicle. They also mentioned that, when they moved their torso a certain way, the stimulation sensation would increase much higher and it felt like it was making a connection. They stated that they were scooching between a car and torqued their torso a certain way and they felt stimulation much greater than they did if they were standing or walking. The patient told their hcp of the issue and the hcp told them that it wouldn¿t be device related, but the patient disagreed. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they adjusted stimulation down to where they only felt stimulation in his testicles when he moved a certain way and he didn't feel that same uncomfortable stimulation in testicle. He stated he was totally comfortable regarding stimulation sensation at this time. The stimulation was turned down a couple notches and they didn't really have that sensation in his right testicle anymore. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.